Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
The device was evaluated by the returns department which found that the wheel locks were not functioning properly.

Event description:
Dealer states that both wheel locks are loosening. He states the left side will not lock at all, and the right side is almost the same.

Event description:
Dealer states that both wheel locks are loosening. He states the left side will not lock at all, and the right side is almost the same.